Manufacturer narrative:
Follow-up received on 25-oct-2016 quality safety evaluation of ptc investigation result: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Lack of efficacy is a known possible undesirable event which can occur with the use of any product and is not necessary indicative of a quality defect. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. Based on the provided information the defect type /usability issue corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or the lack of efficacy event cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted in (B)(6) 2006 and experienced chronic pelvic pain. Later, she became pregnant with twins. In (B)(6) 2008, she delivery by c-section and, during this procedure, essure coils were removed. Pelvic pain and pregnancy are listed in the reference safety information for essure while c-section is unlisted. Chronic pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship, lack of alternative explanation, and essure safety profile, causality between this event and suspect insert cannot be excluded. Unintended pregnancies may occur during any contraceptive use. In the present case, it was not reported whether the consumer underwent a confirmation test; however, given the nature of this event, causality with essure cannot be excluded. Taking in consideration that patient was pregnant with twins and no complications during pregnancy and labor were reported, company considers the event c-section as unrelated to essure use. This case was regarded as incident, since device removal was required. The technical assessment concluded a quality defect was not confirmed but considered plausible, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or the lack of efficacy event cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process.

Event description:
This is a spontaneous case report received from a lawyer on 14-sep-2016 in the united states, on behalf an adult (>=18y & <65y) female plaintiff who had essure (fallopian tube occlusion insert) inserted around (B)(6) 2006. Shortly after undergoing the essure placement, a hysterosalpingogram (hsg) test was performed and plaintiff was advised that her coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including chronic pelvic pain and abdominal pain. She never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physician but was unable to resolve them. In or around 2008, plaintiff discovered she was pregnant with twins. In or around august 2008, she had her essure coils removed during a caesarean section. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted in (B)(6) 2006 and experienced chronic pelvic pain. Later, she became pregnant with twins. In (B)(6) 2008, she delivery by c-section and, during this procedure, essure coils were removed. Pelvic pain and pregnancy are listed in the reference safety information for essure while c-section is unlisted. Chronic pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship, lack of alternative explanation, and essure safety profile, causality between this event and suspect insert cannot be excluded. Unintended pregnancies may occur during any contraceptive use. In the present case, it was not reported whether the consumer underwent a confirmation test; however, given the nature of this event, causality with essure cannot be excluded. Taking in consideration that patient was pregnant with twins and no complications during pregnancy and labor were reported, company considers the event c-section as unrelated to essure use. This case was regarded as incident, since device removal was required. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.